Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jul2024.

Event description:
Health professional reported a right side capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device.

Event description:
Health professional reported a right side capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported events capsular contracture was received on aug 13, 2024 with lot number 49485. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Physician reporting capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported capsular contracture, baker grade IV. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device. This relates to the right device.

Manufacturer narrative:
Continued e1 phone number: (B)(6) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device. This relates to the right device.